Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the use of a high-energy endo therapy accessory without sufficient distance from the distal end may have led to the burning of the distal cover. However, definitive root cause for the reported suggested malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: ·labeling such events can be detected and prevented according to the following ifus. Operation manual for gif-h290t series ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Operation manual for gif-h290t series ¿chapter 4 operation 4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a yellowing tip cover. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.